Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Incident details surrounding event. "Would not pass patency, no movement on console gauge" "procedure not completed." "In-office under general anesthesia." "The dr decided to reschedule her procedure to be done in the operating room at a later date." Mara console gen-16-050 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-no sample returned analysis and findings e-complaint-(B)(4). Was the complaint confirmed? No. Distribution history the complaint unit was purchased from (B)(4), by csi on 02-07-22, shipped on 08-05-22. Manufacturing record review a review of the device history record could not be performed as the record could not be located at the time of this investigation. If the DHR should be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review the aegea incoming console - aegq-2121 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record no prior service history record was found for this unit. Historical complaint review a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt the complaint unit has not been returned to coopersurgical. Visual evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical, also, telemetry data has not been received. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Incident details surrounding event: "would not pass patency, no movement on console gauge". "Procedure not completed." "In-office under general anesthesia." "The dr decided to reschedule her procedure to be done in the or at a later date." 1216677-2022-00342 mara console gen-16-050 e-complaint-(B)(4).

Event description:
Healthcare professional reported via company representative "would not pass patency, no movement on console gauge," and the procedure was not completed.

Manufacturer narrative:
Clarificiation to h6 component code: unit is a mara console, and the part that had the alleged malfunction was not identifiable by the customer nor the technicians evaluating the device. Device evaluation: the complaint unit was returned on 01/mar/2023. An evaluation of the complaint product revealed no physical damage. A functional evaluation of the product showed no problems. The console went through three tests, passed eached one, and the hardware was functional. Root cause: root cause is not applicable as the complaint condition was not confirmed. Corrective actions: the unit was evaluated and found to meet qa specifications. It is being restocked as a demo. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.